Event description:
A consumer reported the patient had problems with swallowing and with gait starting (B)(6) 2015. They had tried reprogramming a couple of times but had not gotten anywhere. The patient had 3 falls since having the deep brain stimulator implanted. The patient was put in a foot brace due to the patient's foot dragging and was doing physical therapy but they were going backwards instead of forwards since getting the device. The patient's healthcare professional also recommended the patient had swallowing and speech evaluations. The patient walked like they were hitting a wall. It was noted that it seemed hopeless and they wondered if they should give up. The implant had helped the patient with stiffness but was then throwing the patient off. The patient was really jerky which was affecting balance and gait so the device was turned down a little bit. They thought the healthcare professional was saying the problem was coming from the right leg dragging and back; an epidural was done which had not helped. A second opinion was sought and they had disagreed that the leg and back were causing the problems and noted it was not that bad that could be causing that. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.